Event description:
Sensing difficulty; resistance >3000 ohms repeatedly in ventricular p/s port reported at implant attempt. Device subsequently tested out of specification during manufacturer's analysis.